Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could not be chosen due to insufficient information. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital due to frequent urination, urgency, and difficulty urinating. On (B)(6) 2022, urethral valve resection was performed, and catheterization was performed after the operation. On the fifth day of catheterization, the patient complained of unbearable pain in the catheterization port and a burning sensation. Considering the tract infection was caused by catheterization, the doctor ordered to remove the foley catheter to stop the catheterization, and cefoxitin was used for anti-infective treatment.